Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. The device tore when it was being removed from the abdomen through port site. There was no patient consequence.